Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon reviewing store electrogram, the implantable cardioverter defibrillator exhibited post paced t wave oversensing on the ventricular lead. The patient did not receive any therapy during oversensing. Programming changes were discussed. No intervention was performed. No other information was available.

Event description:
New information reported on jan 31st, 2018, states that the programming changes were performed. The patient was asymptomatic and had no adverse symptoms throughout.